Manufacturer narrative:
This report will be updated after analysis is completed.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services reviewed disk analysis, and have confirmed that the device is showing unexpected battery behavior, and recommended replacement and device return. There is currently no indication that a replacement procedure has taken place. No adverse effects to the patient have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during ongoing use, the device was showing premature battery depletion. Technical services reviewed disk analysis, and confirmed that the device was showing unexpected battery behavior. Subsequently, the device was explanted and replaced. No additional adverse effects to the patient were reported. Additional information: this report has been updated to include the final analysis results.